Event description:
The customer reported that the unit shut down. The device was in clinical use at the time of the event. The patient was moved to a different ventilator. No patient or user harm reported. Per the diagnostics performed by the engineer, with ac power connected, no leds illuminated on the front of the vent. Found no dc power out of the power supply, no ac power out of the ac filter, no power at the power cord. It was then reported that the power cord was replaced. The unit now powers on and operates as expected. While reviewing the logs, error codes 1204 and 1212 (low battery and operating on battery power alarms) were observed. It was then reported that the power cord was replaced. The unit now powers on and operates as expected.